Event description:
This report was received from baxter (B)(4). The customer reported leakage was found from the twist clamp. The set had been used for 30 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The customer report of a leaking transfer set could not confirmed or duplicated in the lab with the returned sample. The returned sample returned did not show any leakage during the plant evaluation. A batch review was not performed as the lot number was unknown. The root cause was not determined. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.